Event description:
It was reported that thr right atrial lead exhibited noise. The atrial sensitivity was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.